Event description:
Patient brought in because home monitoring reports showed ventricular pacing impedance greater than 3000 ohms. Reopened pocket and removed lead from device header. Tested lead impedance with an analyzer and it was ok, but discovered a lead fracture proximal to the suture sleeve. They were unable to get a stylet down the lead and could not extract the lead. Cut the lead and capped it. Implanted a new linox lead. Also, noticed that the ICD header had indications of arcing and decided to change out the ICD. Replaced xelos with a lumax 340 dr-t. Also removed was a linox sd 65/16, MDR 1028232-2007-00119.